Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information received indicated that the far field r-wave (ffrw) oversensing was noted from the right atrial (ra) lead. The ra lead sensitivity was adjusted and the lead remains in use.